Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that after a da vinci-assisted esophagectomy transthoracic surgical procedure, a piece of plastic around the wire was broken and coming off a fenestrated bipolar forceps instrument. It was visible in the microscope of the sterile processing. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage observed out of the ordinary. The damage was detected in the sterile department using a microscope. The wire was not exposed to damaged insulation and there was no loss of cautery. No arcing or thermal damage was observed. There was no collision and no problems while taking the instrument out of the cannula.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found with thermal damage at the yaw pulley, along the routing of the grip cable. Black char marks were observed. Any material missing is likely to be thermally induced rather than mechanically induced. Instrument was last used on september 3, 2024, using system sk356. A review of the procedure logs indicated that a monopolar instrument (permanent cautery hook) was also used during this case.